Manufacturer narrative:
UDI no. - not yet required for this product. (B)(4). The actual device has been returned to the manufacturing facility for evaluation. Valve leakage testing was conducted without stressing the valve. There was no leakage observed when the test was conducted using the sheath with the dilator inserted. Once the dilator was removed, immediately bubbles were observed indicating leakage. The valve was then dis-assembled from the sheath and closely examined under magnification. An off-center anomaly was observed on the valve. An evaluation of three retention samples from recently manufactured lots was conducted. A visual examination revealed no defects. Valve leakage testing was conducted and no leakage was observed. The production product code and lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, the appearance of the involved sample is most consistent with the dilator or other device being inserted off-center through the valve, resulting in a puncture in the valve. The potential for such an event is addressed in the instructions for use (IFU) with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a bad valve on the involved device. Follow up communication with the user facility confirmed the following information: the glidesheath reportedly had a bad valve; ) when the catheter was removed there was full arterial blood return through sheath; blood loss was less than 250ml; the procedure was completed successfully; and there was no patient injury or medical intervention required.